Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was contaminated sieve beds. The additional malfunctions were silicon elbow had a hole in it and the tie wraps were defective.